Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using ipsilateral antegrade approach via the femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After a micro-catheter and a non-bsc guide wire crossed the lesion, a 5.0mmx150mmx150cm sterling balloon catheter was advanced for pre-dilatation. However, upon the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and pre-dilatation was completed with a non-bsc balloon catheter. Subsequently, plain old balloon angioplasty was performed and the procedure was completed. No patient complications nor injuries were reported.